Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro clinical chemistry analyzer and identified the sample probe and the collar wash were partially clogged. The fse replaced the sample probe and the collar wash to resolve the issue. The fse also cleaned the wash tower, cleaned the reagent probes, and adjusted the photometer voltage. The fse verified quality controls passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low patient results including salicylate (saly), c-reactive protein (c-rp), phenytoin (phen) and microprotein (mtp) along with low quality control (qc) on their dxc 800 pro clinical chemistry analyzer. The customer repeated the patient samples and qc, and results were higher. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.